Event description:
It was reported that this was closure the common femoral artery using a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr interventional procedure. The first proglide device wan deployed and pre-placed as intended. Reportedly, the suture was deployed as intended; however, during advancement of the second proglide, the footplate got stuck and was not able to be removed. Resistance was noted lowering the lever and was only partially lowered and the footplate partially retracted. The patient was prepped for general anesthesia and manual compression was held for 20 minutes. The physician then removed the device. The sheath was upsized to a 14f, and the tavr procedure was completed. Hemostasis was achieved with one proglide suture and a non-abbott device . There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive action (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to difficult to close the foot include, but not limited to, tissue or suture caught in the foot which likely led to the reported device entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.